Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode.

Event description:
It was reported by the customer that the red lock switch didn not work. There was no reported patient harm.